Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation; therefore, no device analysis could be performed. A DHR (device history record) review was performed and no deviation was found. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4)

Event description:
It was reported that the pressure gauge did not respond. An encore balloon catheter inflation device was selected for use. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified obtuse marginal branch. During procedure when the balloon was applied with pressure, it was noticed that inflation was observed under fluoroscopy; however, the manometer did not respond. The procedure was then completed with another of the same device. No patient complications were reported.